Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 psr (hcp, sdy): information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen with an unknown dose and concentration, compounded hydromorphone with an unknown dose and concentration, and compounded bupivacaine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 following a pump refill, the patient exhibited excessive sedation and decreasing oxygen saturation. The patient had also reported discomfort during the refill procedure. An ultrasound performed on (B)(6) 2018 confirmed medication was injected into the pump pocket. Aspiration of the pump confirmed 40ml were injected into the subcutaneous tissue and 0 ml injected into the pump reservoir. On (B)(6) 2018 multiple doses of intravenous (IV) narcan were administered and the patient became alert and the event was discussed. A second healthcare professional (hcp) aspirated the pump and aspiration returned 5ml of bloody fluid likely from the pump pocket. New pump medications were ordered from the pharmacy and narcan was administered as the sedation worsened. On (B)(6) 2018 the pump was refilled and a 6 hour 0.0190 mg bolus was administered/programmed to temporarily suspend the therapy. The patient was transferred to the emergency department (ed) by emergency medical services (ems). The outcome of the event was noted as ongoing. The clinical diagnosis was intrathecal (it) medication overdose. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event was noted to be due to programming/refill. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2019 . It was reported that on (B)(6) 2018 , the patient reported a headache following the accidental pocket fill on (B)(6) 2018 . The patient was started on fioricet, but on (B)(6) 2019 the patient reported concern over the potential side effects of fioricet and did not start the medication. The patient took topomax instead and reported relief. No further action was taken and the headache resolved without sequelae on (B)(6) 2019 . The etiology indicated the event was possibly related to the device or therapy and was not related to the implant procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was not hospitalized. The patient's baseline weight was (B)(6).